Event description:
A cryocyte container was found cracked before thawing. The bag containing cord blood was transported to hospital. A patient received the cells from the broken container and successfully engrafted. The bacterial culture of the sample taken from the broken bag was positive for gram positive cocci. The patient did not receive any additional antibiotics outside of those given according to the normal protocol.